Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced an infection at the actuator site and incision line which was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.